Manufacturer narrative:
H6 type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: cataract, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The crystalline lens had become opacified (cataract asc). The surgeon explanted the lens.